Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the complaint was confirmed. The cause was the downstream occlusion (dso) sensor was non-reactive. The dso sensor was replaced. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the cassette was not attached. During device evaluation it was found that the downstream occlusion (dso) sensor was non-reactive. There was no patient involvement.